Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side that "the whole bottom of the implants is empty," "implants are grotesque," experiencing "neurological numbness under the armpit to the elbow on the inside of the arm," feeling "sharp pains like sharp needles coming out of their breasts through the nipples, hot and red breasts," "rash," and "nipples are dead (lack feeling)." Patient also reported a non-device related event of ¿lumpy¿ implant. The device remains implanted.